Event description:
Facility emts connected the device to a patient described as in full arrest. Immediately after power on, the device reportedly displayed a low battery indicator, shortly thereafter device power shut off. A lifepak 10 defibrillator/monitor was immediately connected to the patient and patient treatment was continued. This device was used to diagnose the patient to be in a non-shockable rhythm. The patient was not resuscitated. The reporter indicator patient outcome was not affected, due to use of the backup device and a lack of patient viability.